Event description:
Information was received from a patient who was receiving fentanyl, hydromorphone, clonidine and bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). The pump alarmed in 2014, the patient stated that the pump ran out of medication and patient had withdrawal symptoms, the patient was refilled in the hospital within few hours and after the fill, everything was okay. No further complications were anticipated/reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s weight at the time of the event was around (B)(6). No further complications were anticipated/reported